Manufacturer narrative:
(B)(4)

Event description:
New information received notes that during the lead replacement procedure the surgeon had nicked a valve or something and they could not figure out what was wrong with the patient. The patient was transferred to (B)(6) and underwent two open heart procedures. The patient expired from a stroke or clot in her brain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was receiving ICD alarms. Lead was found to be damaged. Lead was replaced on (B)(6) 2016. No further information was available.